Event description:
It was reported a filter did not appear to open completely following deployment via a left femoral approach. Another filter was placed without patient complications. This device remains implanted. Therefore, no failure analysis will be available. Continual flushing of the carrier system during the implant procedure was not performed. Co believes this factor may have contributed to this event. Co's directions for use state: "when the percutaneous technique is employed, the right femoral vein is the most commonly chosen route of insertion... Insufficent flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."